Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0qpv7, implanted: (B)(6) 2015, product type lead; product ID neu_pt m_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported the patient was experiencing more frequent urination. The loss of therapeutic effect started the day prior to call. While on the call, the patient increased to 0.8 v from 0.7 v. The patient thought stimulation was good at that level. Fifteen days later, the patient still had concerns regarding their device or therapy, but was working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2015 was noted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.